Event description:
Dr reamed and sized for a size 10 humeral stem. The correct box with size 10 was opened. Inner box also stated size 10. Prosthesis marked size 10. The prosthesis was found to be a size 8. Pt ended up requiring a size 12 prosthesis.